Event description:
It was reported the patient's left hip was revised due to dislocation of the femoral head from the liner. The head and liner were revised to an adm/ mdm liner construct and a new femoral head. Rep reported that he may be able to provide the primary usage and that otherwise, no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.